Event description:
A surgeon reported a pt presented with pain and decreased vision one day post-op following an intraocular lens exchange and anterior vitrectomy procedure. The pt now has pseudomonas and required a vitrectomy. The surgeon states the case was uneventful. The pt was seen the following morning and was doing fine. The doctor believes this was introduced into the eye in the operating room because of the quick onset. He does not know the cause. The pt is doing better, but he suspects the vision may not recover. Additional information has been requested.

Manufacturer narrative:
A sample is not expected to be returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).